Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that the lead dislodged, and was repositioned. The lead then dislodged again, and was removed. The helix was tested on the table, and after 20 turns, the helix jumped out. Another lead was implanted. No patient complications have been reported as a result of this event.